Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 512 mg/dl; cause was unknown. Prior to going to the ER, the customer administered a correction bolus to address bg level. In the ER, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later on (B)(6) 2024 with the issue resolved and no permanent damage. Customer declined performing a system check with tandem technical support. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.